Manufacturer narrative:
H10 previously included erroneous product references; the following represents a corrected results of investigation: investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: review of the customer data was performed. The run which involved the discrepant result was valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot# 381462 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot# 381462 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot# 381462 or its components. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot# 381462. A product deficiency was not identified by this review. Complaint trending was reviewed for this product. This evaluation did not identify an adverse trend for this lot. Based on the investigation elements, a product deficiency could not be identified by this review.

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: review of the customer data was performed. The run which involved the discrepant result was valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. Quality data review: device history record / batch record review. Review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot# 381462 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot# 381462 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot# 383143 or its components. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot# 383143. A product deficiency was not identified by this review. Complaint trending was reviewed for this product. This evaluation did not identify an adverse trend for this lot. Based on the investigation elements, a product deficiency could not be identified by this review.

Manufacturer narrative:
An elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred internationally using the alinity m sars-cov-2 assay, list number 09n78-90, which is the same/similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Event description:
The customer identified falsely positive alinity m sars-cov-2 results for one patient. The following was provided: run date (B)(6) 2023 sid (B)(6) reagent lot 381462 initial result positive (CT 40.13), repeated negative on another platform. There was no report of impact to patient management.